Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when removing the sheath, a left common femoral artery injury was noted and a surgical blood vessel prosthesis implant was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that during access via the left femoral artery, the delivery catheter system (dcs) became stuck due to calcification of the common iliac artery. It was attempted again to cross the common iliac artery, however was unsuccessful. Pre-dilation was performed and the iliac artery was able to be crossed. It is unknown what caused the femoral artery injury. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.